Event description:
It was reported that a markerband issue occurred. During preparation for a percutaneous coronary intervention it was observed that there was only one markerband on a 3.0x8mm nc quantum apex balloon. The procedure was completed with a different device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a markerband issue occurred. During preparation for a percutaneous coronary intervention it was observed that there was only one markerband on a 3.0x8mm nc quantum apex balloon. The procedure was completed with a different device.

Manufacturer narrative:
Device evaluation: received product consisted of a non-bsc catheter. The nc quantum apex catheter was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).